Event description:
It was reported that an ilet device had a cracked screen that rendered the display unusable, and the user discontinued the device and switched to alternative therapy. Symptoms included no adverse health effects. Outcomes included no clinical impact requiring medical intervention or hospitalization. Investigation included collection of use history and replacement logistics to secure the affected unit. Investigation of this case revealed physical damage to the device¿s user interface component consistent with a broken display, with no evidence of device malfunction beyond the damaged screen. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.